Manufacturer narrative:
The failure for bias current error was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The contact pins were damaged and the motor required replacement. The affected pins and motor were replaced and the device was returned to the loaner pool.

Event description:
The core sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.